Manufacturer narrative:
Additional information h2 h6 h10 the 26mm commander was returned with the atrion with non atrion supplied stopcock the delivery system was returned in default position locked with 75 percent fine adjust and no flex in use visual inspection of the returned device was performed and the following was observed 12cc residual fluid observed in balloon the flex tip was not retracted to triple markers and no visual abnormalities the device was functionally tested and the following was observed the atrion plunger was able to be pushed and pulled with no resistance when unlocked the atrion was able to be locked and plunger unable to be pushed or pulled when locked the atrion was able to track in when the plunger was locked the atrion was able to be locked and unlocked with no resistance observed the returned delivery system was tested with the atrion device the balloon was able to be inflated and deflated with no resistance the device was connected to a pressure indicator filled with distilled water and aspirated it was noted that when the device was aspirated the air bubbles pulled out of the device appropriately and there was no leaking observed the device was pressurized and the gauge increased accordingly as the pressure increased no leaks were observed the device was within tolerance marks pressure leak pressure decay vacuum capability and locking mechanism cycle testing were performed the device passed all functional testing with no anomalies observed back pressure testing was performed the device passed all back pressure testing with no anomalies after all functional testing was complete the plunger was pulled out and the device was latched and unlatched several times with various amounts of distilled water present in the device during this testing the plunger pulled out and pushed back in accordingly at all times with no functional anomalies reported upon successful completion of the functional testing for the complaint device an attempt was made to functionally test with the included non atrion supplied stopcock the inflation device was re connected to the pressure indicator fixture using the returned stopcock while pulling the plunger out to fill the device with distilled water for functional testing water began spraying from the stopcock which prohibited further functional testing a device history review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event a lot history review was performed and revealed no other complaints relating to the reported event as the returned device meets specification with no evidence to support a manufacturing design defect has contributed to the complaint a manufacturing mitigation review is not required the following instructions for use IFU and manuals were reviewed for instructions or guidance for proper use of the commander delivery system and associated accessories commander instructions for use IFU device prep manual procedural training manual and atrion preparation make all aspiration and injection maneuvers with the lock lever pushed left I e unlocked unlock the piston by pushing the lock lever left in this position you can freely pull the piston back for aspiration or push it forward for injection to lock the piston in position slide the lever right to the straight up position prepare a solution of contrast medium and normal saline in a small sterile bowl check balloon catheter and contrast medium instructions for specific contrast mixture ecommendations orient the tubing downward into the contrast medium push the release lever left and aspirate enough solution to fill the syringe attach stopcock if applicable hold the device upright to purge the air from the syringe and connecting tube tap the syringe lightly if necessary to remove all the air bubbles and fill the connecting tube completely inspect the syringe and tubing and stopcock if applicable to ensure that the device has been completely purged of air bubbles adjust the syringe volume to the desired amount if more contrast is needed submerge the syringe tip into the basin of solution and aspirate close stopcock if applicable attaching the inflation device to the balloon dilation catheter prepare and test the balloon dilation catheter according to the manufacturer s directions for use if a separate syringe was used to prepare the balloon catheter remove it when a stopcock is installed on the end of the inflation device connecting tube it should be opened and purged with contrast media from the inflation device to eliminate air create a fluid connection between the balloon and the stopcock or connecting tube male rotating adapter of the inflation device by placing a drop of contrast solution from the syringe into each hub hand tighten the hubs securely instruction for use operating inflation device release the lock lever and allow the piston to move forward into neutral position 0 atm to inflate the balloon engage the lock lever turn the palm grip on the piston clockwise slowly until the desired inflation pressure is reached the lock lever maintains the increasing pressure to gradually deflate the balloon turn the palm grip on the piston counterclockwise slowly until the desired deflation pressure is reached to rapidly deflate the balloon push the lock lever left releasing the piston and pull back slide the lock lever back to lock if desired no IFU or training deficiencies were identified as the complaint for general risks inflation difficulty was unable to be confirmed a complaint history review is not required the risk management documents were reviewed and the risk of experiencing difficulty and or inability of inflating the balloon intraprocedurally and associated harms has been reduced as low as possible through design and manufacturing processes edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on how to prepare the system properly and inflation deflation techniques users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use IFU and or device training materials the benefits of the system outweigh the risks associated with the inability to inflate the balloon intraprocedurally therefore the review of risk management file is complete and no further action is required since no product non conformance was confirmed a product risk assessment escalation is not required no supplier manufacturing non conformance was confirmed and the reported event is not related to IFU training issues therefore no corrective or preventative actions are required the supplier atrion and supplier quality have been notified and in communication the reported event was unable to be confirmed due to unavailability of applicable imagery however no manufacturing or supplier nonconformance was identified during the evaluation a review of DHR and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaint a review of the IFU and training manuals revealed no deficiencies as reported during inflation after about one third of the contrast medium was pressed into the balloon the black plunger of the syringe got stuck it was necessary to close the syringe and open it again and then the complete volume could be brought into the balloon because the balloon was able to fully inflate after the atrion was re unlocked and locked again it is likely that the atrion was partially locked during initial inflation causing the inflation device plunger to become stuck per the training manual the atrion must be unlocked in order to inflate the balloon functional testing of the device showed no abnormalities a definite root cause is unable to be determined at this time however available information suggests procedural factors inflation device partially locked during inflation contributed to the reported event

Manufacturer narrative:
The edwards inflation device commercialized in europe by edwards lifesciences is similar to the marketed device in the united states by atrion medical products, inc. Under 510k (k032840). Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding an implant of a 26mm sapien 3 ultra valve, by transfemoral approach. During inflation, after about one third of the contrast medium was pressed into the balloon, the black plunger of the syringe got stuck. It was necessary to close the syringe and open it again and then the complete volume could be brought into the balloon. The syringe was inconspicuous during device preparation. Valve was implanted successfully without impact to the patient.